Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing during high rate episodes was noted on stored electrograms (egm) for the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.